Event description:
The customer stated that an elevated architect ca19-9 result was generated immediately following rectal cancer surgery which was performed on (B)(6) 2014. On (B)(6) 2014 a ca 19-9 result of 22 u/ml was generated. On (B)(6) 2014 a non-dilution result of 1200 u/ml was generated with an auto dilution retest result of 1089 u/ml. On (B)(6) 2014 a result of 31.7 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported a falsely elevated architect ca 19-9xr result. No returns were available for testing. Since the lot number is unknown historic accuracy testing was reviewed. This testing was completed on architect ca 19-9xr lot 34238m500. The testing met acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.